Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Product ID: 8784, serial/lot #: (B)(4), ubd: 05-oct-2020, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 26-mar-2021, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 20-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (8.4 mg/ml at 2.79 mg/day) via an implantable infusion pump. It was reported that there was a refill volume discrepancy which prompted the doctor to perform a dye study. They were unable to aspirate the catheter or push dye through. They also determined a rotor study to be unsuccessful as well. The full system was replaced the same day. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
H3: analysis of the 8784 catheter serial number (B)(6) revealed no significant anomaly-miscellaneous acceptable testing; catheter incomplete/returned in segments. Analysis of the 8780 serial number (B)(6) revealed catheter body has significant twisting that may have affected infusion; catheter body kinked observed. Analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.